Event description:
A pt overdose had occurred following a refill session. A volume discrepancy issue was noted, in which the actual residual volume was less than the expected residual volume. The pt's symptoms were slurred speech and blurred vision. The pt's vital signs were noted to be stable. The refill session was conducted with fluoro. The pt had responded to narcan, but once the narcan wore off, the symptoms returned. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).